Manufacturer narrative:
Investigation summary: no sample has been returned by the customer. One (1) photo was attached. As per photo provided by the customer it was identified that the flange had a cut on the eyelet, but since sample was not returned, was not able to determine the cause of the cut.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that tracheostomy tune flange ripped. There was patient involvement and no patient harm reported.